Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, broken battery tube threads, a cracked reservoir tube window, and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose around 500 mg/dl and low blood glucose of 46 mg/dl. The customer stated that they treated the low blood glucose with food. The customer declined to troubleshoot for high and low blood glucose. The customer also reported that they had to tape the top of the battery compartment. The customer reported that the top of the reservoir compartment was chipped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.